Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer to use room temperature insulin to fill the cartridge. Reportedly, the customer reset the pump and reloaded the cartridges to resolve the issues, and continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.